Event description:
Info was received that reported a pt had been hospitalized on sometime late in 2007, on early 2008, due to an incident of hyperglycaemia. She went to the ER for an issue unrelated to her diabetes. There they checked her blood glucose which was >400 mg/dl. The reporter stated she believes that the insulin infusion pump with blood glucose monitor was reading incorrectly and that there was 150 mg/dl difference between this meter and other meters. The reporter believes that the glucose monitor is not giving accurate readings and that this may have contributed to the reported hyperglycaemic event. She was treated with IV fluids and insulin. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.